Event description:
It was reported that a small volume multirate infusor did not flow. This occurred during patient infusion of a chemotherapy solution. The reporter stated that access to the patient was free and there was no occlusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured 05/06/2013 to 05/07/2013. The sample was not returned; therefore, a device analysis cannot be completed. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.